Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2018-mar-08 from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the patient was being sent to the emergency room for assessment with bloody discharge at the pocket site. The patient was recently implanted. The hcps were asking what should be done. There was no infection or wound healing status known at the time of the call by the representative. No further patient complications were reported. Additional information received on 2018-mar-23 from the hcp via the representative reported that on (B)(6) 2018, the patient was brought into surgery to have the pocket opened and flushed with antibiotic. A sample was taken and sent to the lab for testing. It was found that there was not an infection from that sample, so the patient was closed and sent home. The patient did not require her device to be explanted. Further lab testing showed no infection or a reason to explant. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics. It was reported that on (B)(6) 2018, the physician confirmed that the patient had a wound hematoma and that there was no adverse effect due to baclofen. There were no further complications reported at this time.